Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. The soft canula was found to be flattened, however this damage did not prevent fluid from flowing through the complete fluid path during investigation. Due to the flatting the soft cannula was measured longer then specification. It could not be conclusively determined when or how this damage occurred. However it could determined that the flatting of the soft cannula did not contribute towards the dislodgement and failure to adhere of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 500 mg/dl. The pod was worn between 5 and 24 hours on the leg. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with a new pod.